Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported ischemic stroke and the heartmate 3 lvas cannot be conclusively determined. The patient experienced right-sided weakness, dysphagia, and aphasia. A CT scan was performed which confirmed that the patient had experienced an ischemic stroke. Log files from the time of the reported event captured the patient's pump operating as expected. No unusual events were captured. The patient remains aphasic and is ambulating with physical therapy. They are working with speech but are still receiving tube feeds. The plan was made for acute rehab care in the future. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post-production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced an ischemic stroke which was confirmed with CT scan. Patient experienced right sided weakness, dysphagia, and aphasia. Patient was ambulating with physical therapy, remained aphasic, was working with speech but still was receiving tube feeds. Plan for acute rehab in the future. No additional information was provided.